Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section d1 and d2 incorrectly added in previous report, which is updated in this report. Section d9 incorrectly marked in previous report, which is correctly marked as yes and returned to manufacturer on 07/04/2014, in e1 section full address is updated. Section g2 incorrectly marked in previous report, which is correctly marked as user facility and foreign in this follow up report. Section g4 updated in this report. Section g6 incorrectly marked 30 days and initial including 15 days, which should have marked as 30 days and initial only in the initial report. In h3 section not returned to manufacturer was incorrectly selected.